Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges a problem with the PICC lumens breaking at the hub. A delay in treatment was reported. No patient injury or complication.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, the customer did provide a photo of the complaint sample. Visual examination of the photo revealed the extension line is separated near the base of the luer hub. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit cautions the user "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance. Alcohol should not be utilized to declot polyurethane catheters." The IFU also contains the cautions "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen" as well as "to minimize the risk of cutting the catheter do not use scissors to remove the dressing." Other remarks: the reported complaint that the extension line separated from the luer hub was confirmed based upon a visual examination of the photo received; however, without the device to evaluate and since no manufacturing issues were found during a device history review, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges a problem with the PICC lumens breaking at the hub. A delay in treatment was reported. No patient injury or complication.